Manufacturer narrative:
A ge rep evaluated the system and replaced the filament heater board. System operates as intended.

Event description:
Customer reported, the system shut down during a case. No pt injury was reported.